Manufacturer narrative:
In addition, the unit was returned to the technician for an additional evaluation. The unit failed for nurse call- on. It was recommend replacing the interface main board. The customer requested no repair rcfs and no repairs were made to the unit. The device will be returned to the customer unrepaired. The unit is not in service per customer - device failed testing or could not be tested. Also the component codes were entered even if the parts were not replaced.

Event description:
In the previous report a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device a critical error was found, and the internal battery will not charge. The internal battery will need replaced to address the reported issue. In addition, the bottom enclosure was cracked and the rubber feet were missing. The customer requested no repair. In addition, the unit was returned to the technician for an additional evaluation. The unit failed for nurse call- on. It was recommend replacing the interface main board. The customer requested no repair rcfs and no repairs were made to the unit. The device will be returned to the customer unrepaired. The unit is not in service per customer - device failed testing or could not be tested.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device a critical error was found, and the internal battery will not charge. The internal battery will need replaced to address the reported issue. In addition, the bottom enclosure was cracked and the rubber feet were missing. The customer requested no repair.